Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 1:30 pm with a blood glucose level of 403 mg/dl. Customer was wearing the insulin pump during their hospital stay. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their blood glucose was not going down after several bolus deliveries. The customer was assisted with trouble shooting and received a no delivery alarm after units. The customer was advised to change their sets. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.